Event description:
It was reported that a patient with an unknown mitral valve is underwent a valve-in-valve procedure after an implant duration of approximately 8 years months due to unknown reasons. The procedure was performed with 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b7, g3, g6, h2 corrected sections: b5, h6 (component code, clinical code, device code, investigation findings and investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia (hld) and a history of coronary artery bypass graft (CABG). DHR was not performed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm perimount mitral valve is underwent a valve-in-valve procedure after an implant duration of approximately 8 years due to stenosis. Patient presented with shortness of breath. The procedure was performed with 26mm 9755rsl transcatheter valve. This is an 81-year-old male patient.